Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified sensor issue occurred. On (B)(6) 2026, it was reported that the patient experienced an issue in which her dexcom sensor was ¿not working,¿ resulting in blood glucose (bg) levels that were described as ¿very high and uncontrollable,¿ reaching up to 400 mg/dl. The patient stated that she sought emergency room (ER) care due to the hyperglycemia. She was unable to recall whether the dexcom system displayed any specific error messages at the time of the event. The patient was also using an omnipod insulin pump during this period. No symptoms associated with the elevated bg levels were reported. Additionally, no information was provided regarding any treatment or medication administered in the ER, nor was the duration of the ER visit documented. Multiple attempts to obtain further event details from the patient were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 2/24/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that a sensor session began on 1/25/2026 at 1:25 pm with transmitter/wearable serial number 250257721921. The sensor session lasted only 5 minutes and ended due to an algorithm detected failures 5 minutes later. The sensor failed alert was acknowledged at 1:36 pm that day. No new sensor session was started until 2/2/2026. The root cause of the customer¿s experience was undetermined. Probable cause was not identified. No additional patient or event information is available.